Event description:
"On (B)(6) 2013 the ssu representative at (B)(6) reported tha the hcu 30 serial number showed a drop in outlet water temperature on the patient side. The set temperature was 37 deg c but the actual temperature was 20 deg c.reference complaint (B)(6)"

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the 3-way valve was found to be defective and was replaced. Reference complaint (B)(4)"